Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the battery had been dead since it reached the end of its life (eol). Patient was now having issues. Patient stated the battery died at 9 years old. The patient stated they were having a lot of trouble walking. Patient stated they were never warned about the side effects of leaving the device implanted. The patient stated that they were becoming paralyzed. Patient reported they could barely walk, legs were becoming stiff, body stayed very tense and it felt like a charlie horse. Patient stated their feet were turning purple from lack of blood flow. Patient reported that they can barely roll over and were losing bladder function. Patient stated they looked up side effects online and were not told about any of these things. Patient stated they read that paralysis was possible as it kills the root of the nerve. Patient stated the issues began right after implant died in july 2018. No further complications were reported/anticipated.